Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and an increased sensing integrity counter (sic) on the right ventricular (rv) lead. There was an increase in pacing impedance with some variation and noise. A fracture was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.